Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: catheter; product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2011, product type: catheter; product ID 8578, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient went to their healthcare provider yesterday and interrogation confirmed that the pump had reached eri (elective replacement indicator) and needed to be replaced by 2021-aug-08.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine at 6.558 mg/day and morphine at 3.279 mg/day via an implanted pump. The patient¿s medical history included being paralyzed from the waist down since 2002 which was prior to her first infusion system implant. The indication for pump use was non-malignant pain. It was reported that the patient was supposed to be going in to get the pump replaced due to normal battery depletion. The doctor¿s office called today to ask if the pump was alarming yet. Per the long session data report the eri (elective replacement indicator) date showed ¿(B)(6) 2021¿. The patient stated that she had been hearing a single-toned alarm today but was not sure when it started and thought it was the dryer. Per the reporter and the patient, they were replacing the pump because when she went in for the last refill on (B)(6) 2021 over half the medication was left in the pump. There were 24 cc left in the pump which was why they were wanting to replace it as soon as possible. Eri and eos (end of service) were reviewed during the call. The patient¿s relevant medical history included that the patient had an open wound on her right hip, which was not related to her infusion system, but they were waiting to replace the pump until the wound was healed. The patient was seeing her doctor on (B)(6) 2021 and planned to discuss eri and eos with the doctor¿s nurse.